Event description:
Per the independent repair center, the customer stated that the unit alarms are not functional. The key failure is the power switch is defective.

Manufacturer narrative:
(B)(6). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.